Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for device change out procedure. When the pocket was opened, the pulse generator exhibited loss of output. The device was explanted and replaced. The old device was re-interrogated and exhibited backup vvi operation. The patient was in stable condition post operation.

Manufacturer narrative:
Analysis was normal. No anomalies were found.